Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/02/2014 with the following findings: visual inspection revealed that the keypad cover was intact. Evaluation revealed that all of the keypad buttons were properly responsive; the reported event was not duplicated. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. Unrelated to the reported event, the audio bolus button cover was intact. Evaluation revealed that the audio bolus button was difficult to engage. The audio bolus button cover was removed, and the slug was found to be dislodged. Also unrelated to the reported event, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that all of the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.